Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with a high blood glucose. Their blood glucose level during the incident was 230 mg/dl. Their current blood glucose level was 568 mg/dl. They treated by removing the insulin pump and using a syringe. Troubleshooting was performed. There was no malfunction noted. The device will not be returned for analysis.